Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr procedure, a 14f manta was planned for closure. No complications were endured advancing or withdrawing the procedural sheaths. While preparing to deploy, the physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would bounce back from the hemostatic valve. The sheath and manta device were removed, and a new 14f manta device and sheath were opened, and the sheath was placed on the guidewire. The physician again encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would bounce back from the hemostatic valve. The sheath and 14f manta were removed, and a new 14f manta was loaded and deployed successfully. It was later noted a surgical cut down was required due to a femoral occlusion from anchor malposition. Multiple causes for occlusion have been established, however, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms submitted for investigative purposes, a root cause for the anchor being mispositioned and creating an occlusion cannot be determined. The IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Associated to: MDR 3010252479-2022-00022 manta and MDR 3010252479-2022-00023 manta.

Event description:
As reported: the sales representative was informed by a tavr device rep that the physician had two 14f manta devices that were defective. The third manta device worked. All manta devices were used on the same patient. Update on 05jan2022 - the case resulted in a surgical cutdown due to a femoral occlusion from the anchor malposition of the third manta deployment. In the initial report, the third manta device was reported as being deployed without issue. Associated to: MDR 3010252479-2022-00022 manta and MDR 3010252479-2022-00023 manta.